Manufacturer narrative:
(B)(4).

Event description:
The facility reported an infusion pump that pumps more than it should. It is out of tolerance. It was supposed to pump 100ml but instead pumped 110 ml in 1 hour. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available. The software version for this device is currently not known.

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of over infusion. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
It was reported that after the vascular graft was implanted, the pt experienced prolonged post procedure bleeding at the puncture sites created during dialysis treatment. The physician reported that there were difficulties cannulating the graft during dialysis. The repeated punctures led to pseudoaneurysm, thrombosis and graft occlusion. Surgical intervention and revision was required at an unk date after implant. Further info is pending.